Manufacturer narrative:
Weight, ethnicity, race- unk. PMA/510(k): this product is manufactured in the u.s. But not marketed in the u.s. Claim # (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vticmo12.6 implantable collamer lens -8.0/+0.5/038 (sphere/cylinder/axis) into the patient's left eye (os) on (B)(6) 2022. On (B)(6) 2022 the lens was exchanged with a same size different axis lens due to excessive vault. The problem was resolved. The cause of the event is reported as unknown. Reportedly, after the first horizontal implantation the lens was rotated 42 degrees cw. The first lens was implanted horizontally and the replacement lens was implanted vertically.

Manufacturer narrative:
Device evaluation: h3: device evaluation: the lens was returned dry in a microcentrifuge vial. Visual inspection found no visible damage. Dimensional inspection found the lens to be within specifications. Claim#: (B)(4).